Event description:
Cassette tubing leaking. Continuous ambulatory delivery device (cadd) cassette tubing damaged at distal end near hub. Drug leaking from tubing. Registered nurse (rn) noticed when administering bolus dose.